Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was the caller reported the wireless recharger is not cooperating to connect to the implanted neurostimulator to charge. It will connect for 3-4 seconds and then go back to searching. They have tried different positions and it is difficult to get it to stay on. It usually takes about 2 hours for patient to get totally charged if they sit in a chair and watch tv, but if they move at all it will lose connection. The caller mentioned they have tried using a bandage to strap it on and a piece of velcro and even a bathrobe tie. They felt that the drape medtronic provided is ineffective. They can feel the implant but at one point thought it might be moving around. The other day they had the patient lay on their back while charging which they thought resolved the issue but they continued to have difficulties. Ps reviewed considerations that a replacement wr will likely not resolve the charging difficulties but offered to send a new one for them to try. Recommended following up with managing physician if not resolved and to assess ins pocket site.